Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be impact damage. Upon receipt the device could not be powered on. The investigation discovered several signs of impact damage across the device. A capacitor was found to be damaged which caused a short circuit, leading to the device blowing pad-pak fuses. This resulted in the device being unable to power on. The fault could not be replicated after replacing the damaged components. The device was scrapped by heartsine and the customer was provided with a replacement device.